Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent oversensing was seen on atrial electrograms at the time of ventricular arrhythmia detection, which appears to be far-field r-wave oversensing. Chronic low r-waves on the right ventricular (rv) lead were also noted. The information was discussed with the physician with the decision to continue to monitor with routine follow up appointments. The atrial and rv leads remain in use. No patient complications have been reported as a result of this event.